Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip was found to have a liquid substance in the syringe, after the plunger was pulled back.

Manufacturer narrative:
Investigation summary: one 3ml syringe with a blunt plastic cannula attached in an opened blister pack from batch #8244746 (B)(4). Was received and evaluated. It was observed that there was excess silicone on the rubber stopper and the bottom of the barrel. When the plunger rod was pulled back there was a stringing effect and some pooling was observed on the stopper. This is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the excess silicone defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Lot 8244746 is considered in compliance with our product specification requirements. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip was found to have a liquid substance in the syringe, after the plunger was pulled back.